Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on the lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction h6: health impact code should have been 4629 - device revision or replacement instead of 4605 - disruption of subsequent medical procedure. It was reported to abbott during an ipg replacement procedure high impedance was found on contacts 9-16. As the patient need MRI, the patient was scheduled for a paddle lead revision. Approximately 3 weeks later the revision took place where the paddle lead with high impedance was explanted and replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Date of event and patient's weight is estimated.

Event description:
Additional information received indicates the lead was replaced on (B)(6) 2025 to address this issue.